Manufacturer narrative:
The reported events were dislodgment, low pacing impedance, inadequate capture, and r¿wave amplitude were not confirmed. As received, a complete lead was returned with the helix extended and clogged with blood / tissue for analysis. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found is consistent with procedural damage.

Event description:
It was reported that during post-operation follow-up, high capture threshold, low pacing impedance and decreased sensing were noted on the right ventricular (rv) lead. The lead had dislodged and the patient experienced bradycardia. The rv lead was explanted and replaced. The patient was stable throughout.